Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, and after assistance, the pump was reset successfully, with no recurrence of the malfunction code. The customer was instructed to continue using the pump and to call back if the issue reoccurs, which the customer understood and acknowledged.